Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that thus right ventricular (rv) lead exhibited noise. Moreover, dislodgement was confirmed through x-ray. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Detailed analysis did not confirm noisy signals allegation based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, dislodgement was not confirmed but was concluded as a known inherent risk that indicates an issue covered by the instruction for use.

Event description:
It was reported that thus right ventricular (rv) lead exhibited noise. Moreover, dislodgement was confirmed through x-ray. This lead was explanted. No additional adverse patient effects were reported.